Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with a slightly thicker flap than intended and the system was set to hundred and ten microns, but the actual thickness of the flap was hundred and thirty to hundred and fifty microns during surgery in the unknown eye. Additionally, the laser at the tunnel location fired to the patient interface, which has become increasingly frequent recently.

Manufacturer narrative:
No consistent serial number was identified with this complaint; therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. Additional information (treatment report, device sn, logfiles, oct ) have been requested but not provided by customer therefore a deeper analysis cannot be performed. Non-conformance review and complaint history review could not be performed due to missing serial number for the reported device. Root cause for this event could not be identified conclusively. An inappropriate insertion of the pi, together with thin flap planned, multiple docking attempts, docking technique could lead to the described event. The manufacturer internal reference number is: (B)(4).